Event description:
9/9/96 admitted with diagnosis acute intracranial/hemorrhage rule out aneurysm. 9/9 (1 pm)-right evd inserted per "twist drill ventriculostomy" to monitor icp. 9/14 (11 pm) pulled out icp cath. 9/15 (11 pm) 9/16 (2:45 pm)-patient behavioral changes. 9/17 (6:30 am)-repeat CT. Proximal icp cath right ventricle. 9/17 (6:30 pm)-impression no gross internal neuro changes. Neuro dynamically improved. Plan: continue present mgmt. 9/17/ (7 pm)-icp catheter removed from scalp wound. Pt more restful. 9/23-continues ot improve.